Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient experiences nausea and a sick feeling when increasing system stimulation to the desired level. A sjm rep was unable to resolve the issue with reprogramming. The patient was advised to turn her scs system off and is working with the physician to determine the next course of action.